Event description:
Reporter alleged customer obtained a discrepant blood glucose result of 263 mg/dl on her advantage system when compared to the paramedic measurement of 78 mg/dl perfvormed at the same time. Reporter stated customer drank some orange juice before being transported to the hospital however was observed and released within several hours. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.